Manufacturer narrative:
H3: medtronic has not received the suspected device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event (B)(6), and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilator generated a hardware fault and prohibited further ventilation. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.